Event description:
Patient reported that she got an allergic reaction to the island dressings last year and stopped ordering them since then. Soon after receiving that order the patient noticed her site was red and itchy. When she would remove the dressings, her site would be covered in blisters. Her skin cleared up once she stopped using them. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).